Event description:
Pedicle screw fusion t12-l3 following back surgery for discs and spinal stenosis t12-l3. Approx 8-10 weeks later, screws began to come out of vertebrae and on 11/13 rptr had sudden neurologic loss right quads. Readmitted to hosp 11/16 and had 2nd surgery to remove all hardware. Presumed diagnosis osteomyelitis and destruction l1/t12 (could be asceptic necrosis). Complicated 2nd hospitalization. Now 12 weeks postop, still has neural deficit.